Event description:
Initial report received from nurse at the facility revealed this pump went into common failure and needs a preventative maintenance checkout. The failure code was not specified at the time of this report but it was noted to have occurred during pt use. A 50ml bag of unk medication was programmed to infuse at an "unk." Baxter tubing was reportedly being used. Evaluation findings revealed the failure code involved was f86. No pt injury resulted and no medical intervention was needed.